Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device history records review could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. A definitive root cause could not be established.

Event description:
A physician reported that a chesapeake screw placed in the midline position was threaded all the way through the chesapeake cage into the vertebral body. The physician removed the lateral screws and the cage before removing the midline screw. A second cage and two new lateral screws were implanted and, "the same issue occurred for a second time." The second cage and lateral screws remain implanted in the patient and, "the midline screw still within the cage, but not torqued off." There was a 45-minute surgical delay. This report captures the 2nd cage which remains implanted in the patient.

Manufacturer narrative:
D4 (catalogue number corrected).

Event description:
A physician reported that a chesapeake screw placed in the midline position was threaded all the way through the chesapeake cage into the vertebral body. The physician removed the lateral screws and the cage before removing the midline screw. A second cage and two new lateral screws were implanted and, "the same issue occurred for a second time." The second cage and lateral screws remain implanted in the patient and, "the midline screw still within the cage, but not torqued off." There was a 45-minute surgical delay. This report captures the 2nd cage which remains implanted in the patient.

Manufacturer narrative:
Devices remains implanted.

Event description:
A physician reported that a chesapeake screw placed in the midline position was threaded all the way through the chesapeake cage into the vertebral body. The physician removed the lateral screws and the cage before removing the midline screw. A second cage and two new lateral screws were implanted and, "the same issue occurred for a second time." The second cage and lateral screws remain implanted in the patient and, "the midline screw still within the cage, but not torqued off." There was a 45-minute surgical delay. This report captures the 2nd cage which remains implanted in the patient.